Event description:
It was reported that on (B)(6) 2022 the patient presented to lab for lead replacement. It was noted that therapies were off, and mode was voo 80. The patient experienced inappropriate shocks and bradycardia because of lead fracture and noise. This occurred on (B)(6) 2022. The lead was not completely removed. The rv coil broke off in the svc and a new lead was implanted. The lv lead was also damaged and broke in two during procedure. This lead was capped and replaced. Patient was discharged. Related manufacturer reference number: 2017865-2022-48818.